Event description:
It was reported that the anesthesia workstation generated a technical error code indicating that the safety valve was open. There was no patient involvement. (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by replacing inspiratory pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported technical error code and also that the pressure transducer test failed. The pressure transducer test failed due to that the measured zero pressure offset for the inspiratory pressure transducer had drifted outside acceptable limits. No parts have been returned for the further analysis of the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the inspiratory pressure transducer pcb was broken.

Event description:
Manufacturer's reference #: (B)(4).